Manufacturer narrative:
Product analysis: the complaint was confirmed. The programmer's display was found to be misaligned. The display connection was cleaned and re-seated, and its parameters reset. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to complete a software update. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification, during analysis.